Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 23-jul-2024, intuitive surgical, inc. (Isi) received mw5156821 stating: I am reporting this from (B)(6), regarding several da vinci xi instruments made by intuitive. Since (B)(6) 2024, sixteen da vinci xi instruments have broken while inside the patient, leaving a frayed wire at the tip of the instrument. These instruments are: fenestrated bipolar forceps: ref#471205, lot#k13240201, in the number of 4 instruments; fenestrated bipolar forceps: ref#471205, lot#18240201-0147, in the number of 2 instruments; fenestrated bipolar forceps: ref #471205, lot#k16240327-0062, in the number of 1 instrument; monopolar curved scissors (hot shears): ref#470179, lot #k16240229-0567, in the number of 2 instruments; mega suturecut needle driver: ref #471309, lot# k1231130, in the number of 4 instruments; mega suturecut needle driver: ref#71309, lot#k11230914, in the number of 1 instrument; cadiere forceps: ref#471049, lot# n11200525, in the number of 1 instrument; prograsp forceps: ref#471093, lot#k11220725, in the number of 1 instrument. All of these instruments were returned to the manufacturer for analysis. These instruments have broken while being used by several different surgeons. Intuitive has come to the facility to observe surgical cases and the instrument reprocessing protocol, to which nothing significant was found in our practices that would be causing the breaking of these instruments. Reference reports: mw5156809, mw5156810, mw5156811, mw5156812, mw5156813, mw5156814, mw5156815, mw5156816, mw5156817, mw5156818, mw5156819, mw5156821, mw5156822, mw5156823, mw5156824. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the cable on a mega suturecut needle driver instrument snap while suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.